Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It was noted that the gripper line was removed prior to clip deployment. It should be noted the mitraclip ntr/xtr instructions for use (IFU) states: gripper line removal should be performed after delivery cather shaft detachment. Additionally, the IFU states: the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the mitraclip device or the reported improper or incorrect procedure or method (failure to follow steps/instructions) influenced the reported events. Based on the overall information, the reported difficult or delayed action (clip deployment) was likely due to user technique/procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The steerable guide catheter (sgc) was advanced into the patient when thrombus was noted on the guide wire. The dilator was pulled back into the sgc and aspiration performed. The sgc and dilator were removed from the anatomy once the thrombus was aspirated. The sgc and dilator were flushed and prepped again. The sgc was then re-inserted into the anatomy however thrombus was again noted on the wire. The sgc and dilator were removed and aspiration performed. The guide wire was exchanged and the sgc was advance again with no issue. One clip was implanted on the mitral valve, reducing mr to 1+. The tricuspid valve was the attempted to be treated. The clip delivery system (cds) was steered down however there was not enough height to pull the clip up therefore the cds was under-straddled to complete grasping the septal / posterior leaflets. The gripper line was removed prior to clip deployment to reduce the stress on the leaflets. When the actuator knob was pulled back, the clip did not release from the delivery catheter (dc). After careful sgc manipulation, the cds was retracted further into the sgc and the clip was able to separate. The clip was stable on the leaflets and the tr reduced from 4 to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.